Manufacturer narrative:
(B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthognathic surgery, lefort bsso (bilateral sagittal split osteotomy) on (B)(6) 2016 for a malocclusion. The patient was implanted on the maxilla, with four (4) ti matrix 90 degree l-plates. Each plate contained four (4) 1.85mm ti matrix screws, self- drilling, 5mm, for a total of sixteen (16) screws in the maxilla. Two (2) plates were implanted in the left maxilla (1 matrix 90 degree l-plate at the left zygomatic buttress and 1 matrix 90 degree l-plate at the left pyriform rim). Two (2) plates were implanted in the right maxilla (1 matrix 90 degree l-plate at the right zygomatic buttress and 1 matrix 90 degree l-plate at the right pyriform rim). The patient was implanted with a total of six (6) screws 1.85mm ti matrix screws, coarse pitch, self-drilling, 12mm, 14mm and 18mm in the mandible. Three (3) screws were on the right side and three (3) screws were on the left side of the mandible. The patient's jaw was wired shut for 6 weeks, hence the patient did not start chewing earlier than prescribed. During a scheduled follow up visit on an unknown date, it was clinically determined that the construct had failed. X-rays were taken during the follow up visit also. On (B)(6) 2016 the patient underwent a secondary hardware removal procedure. During the removal surgery it was noted that all sixteen (16) 1.85mm ti matrix screws, self-drilling were loose. There were no reported issues with the four (4) 90 degree l-plates. Cultures were not taken and it was noted that on the left side of the maxilla there was an infection. A nonunion was noted along with erosion of the architecture of the bone around the 1.85mm ti matrix screws, there was a coarse pitch in the mandible; all six (6) screws were reported as loose. All hardware was easily removed; the patient was not revised to any additional hardware. The patient's jaw was wired shut to allow for healing, no further treatment was required. The procedure was completed successfully. It was reported that there was no surgical delay and no additional medical intervention required. Concomitant devices reported: ti matrix 90 degree l- plates (part # 04.511.304, lot # unknown, quantity of 2) this report is 1 of 24 for (B)(4).